Event description:
It was reported that the device was found to be in backup vvi mode. Patient presented to the hospital after receiving a vibratory alert. A successful device download was performed, and the device was restored to normal operation. The patient condition was stable after the event.